Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant medical product: 1.smartablate generator, model #: m-4900-107, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered an esophageal injury requiring multiple gastroscopies/esophagoscopies. Post-procedure, an esophageal ulcer was confirmed via esophagoscopy. Patient required extended hospitalization of approximately 2 weeks as a result of the adverse event for imaging and hemodynamic monitoring. It was noted that the esophageal injury improved spontaneously and significantly. The ulcerated esophageal tissue has not yet fully normalized. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Generator parameters included power control mode with standard pvi settings. Overall ablation time and last ablation cycle time at the site of injury were not reported. It was noted that there was no reduction of power or temperature probe used for esophageal protection during the procedure. There is no information regarding shaft proximity interference value. Thermocool smarttouch unidirectional sf catheter was not in close proximity to another catheter. Carto® 3 system did not indicate to re-zero the catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit and after each warning. There were no errors reported on any bwi equipment during the procedure. Since prolonged hospitalization was required for treatment or prevention of permanent damage to the patient, this is MDR reportable.